Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -3.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On the same day, the lens was explanted due to excessive vaulting. On (B)(6) 2017 the lens was exchanged for a shorter lens, and the problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found the lens optic torn and a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).